Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and eight actual samples were received by our quality team for evaluation. Upon visual inspection, it was observed that there were white streaks on the inner walls of the syringes; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the streaks could have been generated during the molding process from non-melted resin or additives from the raw material.

Event description:
It was reported that a damaged flange was found before use with a syringe 10ml ll. The following information was provided by the initial reporter, "white marks that seem to be embedded into the plastic there are white marks that seem to be embedded into the plastic, these marks have been identified prior to release and final products are being discarded accordingly." 6 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9266954. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-23. Medical device lot #: 9353742. Medical device expiration date: 2024-12-31. Device manufacture date: 2019-12-19. Medical device lot #: 9235246. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-23. Medical device lot #: 9237097. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-25. Medical device lot #: 9171740. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-20. Medical device lot #: 9114587. Medical device expiration date: 2024-12-31. Device manufacture date: 2019-12-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged flange was found before use with a syringe 10ml ll. The following information was provided by the initial reporter, "white marks that seem to be embedded into the plastic. There are white marks that seem to be embedded into the plastic, these marks have been identified prior to release and final products are being discarded accordingly." 6 occurrences were reported.